Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was experiencing high blood glucose of 400 mg/dl, treated with manual injection. Customer declined troubleshooting for high blood glucose. Customer called in to set setting on the insulin pump, assistance was provided. No further information reported.